Event description:
Shoulder revision surgery has been performed on (B)(6), 2026, due to failure of glenoid components. Previous surgery occurred on (B)(6), 2024, when a reverse configuration consisting of both limacorporate and another manufacturer components were implanted. During the revision surgery hereby reported, the pre-existing reverse shoulder configuration was converted to a hemiarthroplasty configuration, due to failure of the glenoid components produced by the other manufacturer. The previously implanted components, including the smr reverse liner +6 mm d.40 mm (pn 1365.50.820, lot. 23at2pj, ster. 2400073), were explanted and following components were subsequently implanted: · smr finned stem, diameter 19 mm, length 80 mm (pn 1304.15.190); · smr 140° reverse humeral body (pn 1352.15.011); · smr adapter 36 mm for reverse body (pn 1352.15.200); · cta head, diameter 54 mm (pn 1323.09.540). The procedure was completed as intended. The patient is female, date of birth (B)(6) 1963. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing records of the involved component has been performed and did not highlight any anomaly nor non-conformity on lot number 23at2pj. The manufacturer will submit a final report as soon as investigation is completed.